Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number gd895540, there were no issues detected during manufacturing process. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as complaints (B)(4).

Event description:
This is report 2 of 4. It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. On an unreported date, the patient was hospitalized for the event. Treatment, cause and outcome for the event were not reported. No additional information is available.